Event description:
It was reported that the patient presented to the hospital with a heart rate at 30 beats per minute. The pulse generator exhibited loss of output and backup operation. The device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found multiple flipped bits in the product code which likely contributed to the reported anomalies.